Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ highly calcification and very tight tortuous vessel. (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ highly calcification and very tight tortuous vessel. Inherent risk of procedure ¿ (stent deformation). (B)(4).

Event description:
Physician attempted to deploy a resolute integrity 3.5x38mm drug eluting stent. Target lesion was in the diagonal branch and was reported to be highly calcified. Stent was unable to cross lesion. Vessel was very tight and tortuous. There was resistance at the calcium but excessive force was not used. It is reported that the stent possibly got bent due to high calcification at lesion. Procedure was finished with a non-medtronic stent. No patient complications were reported.